Event description:
Correlation/instrument on cardiac tni lot vs vitros tni during correlation stud. No further patient information was provided. For correlation purposes only. Sample type: unspecified fresh samples

Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t15245rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.